Event description:
Arrived at facility for an MRI of my c-spine. When the scan concluded, the pt position head piece exploded by the table malfunction causing head injury. The table and the facility should be investigated so not to cause further harm or injury to the public. Pt rec'd medical attention for contusion to right side of head. Pt suffers from chronic headaches as a direct result of this event.